Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 74826636 lot# serial# (B)(6) implanted: (B)(6)2004 explanted: (B)(6)2020 product type extension product ID 74826636 lot# serial#(B)(6)implanted: (B)(6)2004 explanted: (B)(6)2020 product type extension product ID 3389 implanted: (B)(6) 2004 explanted: (B)(6) 2020 product type lead product ID 3389 implanted: (B)(6) 2004 explanted: (B)(6) 2020 product type lead d10: leads and extensions (device information above) were returned. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: evaluation coding updated. Previous evaluation coding no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot#: unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: adapter. Other relevant device(s) are: product ID: 7482-95, serial/lot#: unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2020, UDI#: asku; product ID: 7482-95, serial/lot#: unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2020, UDI#: asku; product ID: 3389, serial/lot#: unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2020, UDI#: asku; product ID: 3389, serial/lot#: unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2020, UDI#: asku. The exact implant date of the extensions and leads are not known, only month and year are known. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were high impedances observed on the right side system during normal implantable neurostimulator (ins) replacement. All monopolar contacts were high between 4000 and 8000 ohms. Bipolar pairs 0/2, 0/3, and 1/3 were high between 4000 and 6000 ohms. The adapter was replaced, but impedances were the same. The head of the lead/extension connector point was prepared, and it was noted that one electrode was completely separated from the extension. The other electrode also showed a defect. Both extensions were explanted and replaced, but no electrodes were connected. The leads were to be replaced in another operation. The event was unresolved at the time of this report. The patient was implanted for parkinson's disease.

Manufacturer narrative:
Continuation of d11: product ID: 74826636; lot# serial#: (B)(6); implanted: on (B)(6) 2004; explanted: on (B)(6) 2020; product type: extension; product ID: 74826636; lot# serial#: (B)(6); implanted: on (B)(6) 2004; explanted: on (B)(6) 2020; product type: extension; product ID: 64002; implanted: on (B)(6) 2012; explanted: on (B)(6) 2020; product type: adapter; product ID: 3389; implanted: on (B)(6) 2004; explanted: on (B)(6) 2020; product type: lead; product ID: 3389; implanted: on (B)(6) 2004; explanted: on (B)(6) 2020; product type: lead; product ID: 64002; product type: adapter; h3: analysis revealed that the extensions were returned segmented but no impact to electrical functionality. In the leads it was identified that there was a breach due to environmental stress crack on the outer insulation of the body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating the leads were changed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3389, implanted: (B)(6) 2004, explanted: (B)(6) 2020, UDI#: (B)(4) ; product ID: 3389, implanted: (B)(6) 2004, explanted: (B)(6)2020, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.